Event description:
It was reported that the patient underwent an unspecified spinal fusion proceduring using posterior instrumentation. During the procedure, the driver broke while attempting to break off the set screws. The tip broke inside of the patient, but they were able to remove the broken piece. No patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
Analysis of the returned device shows two elastic blades are broken at their base: one closed to the t-handle and one closed to the working end. The working end presents two opposite breakage of the walls. The surface appearance is brittle which is consistent with sudden breakage due to overload applied to the working end. No pre-existing defects were found at the level of the breakage. The breakage of the elastic blades may occur under repetitive flexion load during the lifecycle of the instrument (instrument manufactured in 2005). The breakage of the walls is consistent with overload in torsion combined with flexion during the use of the instrument.